Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 31 mg/dl at the time of the event. The customer stated that his sensor glucose reading was much higher than what his blood glucose reading. Nothing further was reported.